Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during follow-up it was noted that there were high short interval counts that occurred within a few months of implant. The lead was securely in the header, the screws were tight, and the lead tested normal with the analyzer, so a device issue was suspected. The device has been removed and replaced. No patient complications have been reported as a result of this event.